Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. Troubleshooting for the insulin pump exposed to fluid was performed. The customer's blood glucose level was 395mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to insulin. The customer stated that there was fluid in the reservoir compartment. Customer was advised to disconnect and clean the leak. The customer stated that the leak was not occurring from the reservoir barrel or o-rings during the call. O-ring inside the compartment was also not missing and that there were no cracks in the insulin pump. After troubleshooting, the insulin pump passed self-test. Troubleshooting for reservoir leak was performed. There was no fluid under the lcd. The leak was found in the reservoir's p-cap. It was indicated that a replacement was going to be sent to the customer. The product will be returned for analysis.